Manufacturer narrative:
(B)(4). A philips engineer performed a visual inspection and concluded that an internal short within the system battery caused the malfunction. The battery manufacturer is performing a failure analysis on the battery to determine the cause of the failure. A follow-up report will be submitted following the investigation completion.

Event description:
It was reported to philips that an epiq 7c system began to emit smoke from the battery enclosure area shortly after the customer plugged the system into the power outlet. The system stopped smoking after it was unplugged. No medical intervention was required and there was no report of any injury or irritation.